Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The patient is undergoing radiation therapy. The customer stated that 2 other samples with low level tpsa results were repeated on the customer analyzer and a sister site analyzer; all results matched. The sample initially resulted as 0.03 ng/ml and this value was reported outside of the laboratory. The result was questioned by the radiation oncologist. The sample was then repeated on (B)(6) 2016, resulting as 0.381 ng/ml. The sample was also sent to a sister site where it was repeated on a different e601 analyzer, resulting as 0.381 ng/ml on (B)(6) 2016. The repeat result was believed to be correct. The patient was not adversely affected. The tpsa reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause for the issue. He checked tubing, probes, and syringes for integrity. He checked sample, reagent, and sipper mechanisms for proper position adjustment, wear, and possible obstructions. He checked for proper dispense of system reagents. He checked the mixer. He checked probe liquid level detection voltages and pressure sensor voltage. He checked the pre-wash system for proper operation. He checked measuring cell test counts. He verified proper water inlet and gear pump pressures during a mechanism check. He ran performance testing and this was successful. The customer's controls recover within their guidelines. No further erroneous low tpsa results have been observed. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A pre-analytical sample handling issue could not be excluded as a root cause.